Manufacturer narrative:
One ensite x amplifier was received for evaluation. The field reported event was able to be duplicated by the intra-cardiac short test. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to physical damage to the ablation port of the front plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a persistent atrial fibrillation procedure, after ablation the signal on the distal end of the catheter would not show. The procedure was then stopped with no adverse patient consequences. The issue was isolated to the amplifier and there was no alleged issue with the catheter.